Event description:
Treatment of a superior hypophyseal aneurysm. During pipeline deployment, it was reported that the first device did not fully expand, so it was corked and removed from the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device has not been returned for evaluation. (B)(4).